Manufacturer narrative:
Suspect medical device, device manufacture date: cuff: (B)(4). Batch/lot # 171389011, mfg date 04/27/2017, exp date 04/25/2022. Pump: (B)(4), batch/lot # 176441013; mfg date 07/30/2017; exp date 07/30/2022.

Event description:
It was reported that the patient is experiencing urinary incontinence post implantation of a ams800 artificial urinary sphincter. The device was identified to have an empty reservoir. A surgical intervention has not occurred.

Manufacturer narrative:
Suspect medical device, device manufacture date: cuff: (B)(4), batch/lot # 171389011, mfg date 04/27/2017, exp date 04/25/2022. Pump: (B)(4), batch/lot # 176441013, mfg date 07/30/2017, exp date 07/30/2022.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The reservoir was empty due to fluid loss. The system was replaced with a 4.0 cm cuff, pump, and balloon. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.